Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received. The first one shows an overview of the three-way catheter and syringe, the second photo zooms into the balloon and tip, the third photo shows the catheter cap, and the last one shows the tray label. Also received 1 all-silicone temp sensing foley catheter with syringe. Visual inspection of the sample noted no obvious visible observation. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage eyes and drainage lumen at bifurcation and indicating lumen to lumen leak. Sample received product does not meet specifications, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest cuff damage was identified during the cuff check prior to foley catheter insertion and there was leakage in cuff.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest cuff damage was identified during the cuff check prior to foley catheter insertion and there was leakage in cuff.